Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v072754, implanted: (B)(6) 2007, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(6).

Event description:
It was reported the patient had a different battery placed in (B)(6) 2014 because their device that was placed in (B)(6) 2007 had not worked for a couple of years. It was stated they were not able to have the device that was placed in 2007 removed due to tissue that had grown over it.